Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges, patient had injury to body and limbs, chronic inflammation, pain and progressive discomfort of the hip after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain and a psuedotumor.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
After review of medical records, clinical visits states that patient had revision of total hip due to metallosis and elevated metal ions. Patient still has some squad weakness and walks with a slight antalgic limp. The cobalt chrome levels have decreased; the cobalt chromium level is now normal and the cobalt has reduced to 2.4. It was previously over 12.